Event description:
It was reported to philips that the customer was unable to acquire images due to image disk being full. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue had occurred during coronary procedure and the procedure was completed as using portable c-arm. Review of the logfiles confirmed the malfunctioning frontal ip-pc. It was reported that the customer was unable to acquire images due to image disk being full. Upon troubleshooting, philips remote service engineer (rse) confirmed with the customer that they couldn't perform cini run and the monitor displayed image storage is full. Rse recreated the image store. After that, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.